Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. It was reported the patient was using hand sanitizer, not soap and water during therapy. The patient was not hospitalized for the peritonitis event. On an unknown date, the same month as onset, the patient was treated intraperitoneally with an unknown antibiotic for peritonitis. On an unknown date the same month as receipt of this report, the antibiotic treatment was discontinued action with dianeal therapy was ongoing. On an unknown date, the same month as receipt of this report, the patient had recovered from the peritonitis event and was retrained on aseptic technique. All available information was provided.